Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and a base catheter. During the procedure, while advancing the lantern through the base catheter over a guidewire and into the target location, the lantern fractured in the patient. The physician was able to pull out the entire fractured lantern by hand and successfully remove it. The procedure was completed using a new lantern and the same base catheter. There was no report of an adverse effect to the patient.